Manufacturer narrative:
(B)(4). Inadvertently listed wrong product information.

Event description:
On (B)(6) 2011, additional information was received when it was discovered that the vns patient is scheduled for battery replacement in (B)(6) 2011.

Event description:
On (B)(6) 2011, the implanting hospital reported that the patient is implanted with a model 102r generator.

Event description:
Additional information was received on (B)(6) 2011, when it was discovered that the vns patient was having prophylactic battery replacement surgery that day. The explanted generator was reported to be discarded by the hospital after the surgery. A battery life calculation was performed on (B)(6) 2011, which revealed negative years until eri=yes. On (B)(6) 2011, the case manager reported that the vns patient had actually not gone for prophylactic battery replacement on (B)(6) 2011. The group home the patient lives in was reported to be dragging their feet and the patient's mother was out of town so the surgery was cancelled and will take place at another time. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(6), 2011, a vns treating physician reported that the vns pt was experiencing an increase in seizures over the past month, below pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceding the onset of the increase in seizures. The physician reported that he is worried that the device may have malfunctioned causing the increase in seizures. Details regarding the malfunction were not provided. Good faith attempts for prod info from the implanting hosp have been to no avail thus far. Also, good faith attempts to the physician for clarification regarding the device malf have been fruitless. If further info is received, it will be reported.